Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the main cart monitor and computer were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the main monitor stops working and does not read dvds. After rebooting the system it started working again. No patient was present at the time of the event. Additional information was received and the monitor either does not turn off or shut off. Furthermore, green vertical lines appear randomly.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735764, lot /serial #: (B)(4); product ID: 9735795, lot/serial #: not available. The computer was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and proceduralized device testing the reported issue could not be confirmed. Initial and all subsequent boot cycles were successful. System video output was stable across all outputs over extended period, no faults encountered. Cd/dvd port fully functional. System pass multiple loops of burning. System pass all refurbishment requirements. No failure was found. If information is provided in the future, a supplemental report will be issued.